Event description:
Nurse and respiratory therapist were attempting to suction the endotracheal tube of an infant on a ventilator with the suction catheter. When they passed the catheter into the et tube and covered the port to apply suction it was found that the catheter was not patent. There was a blockage within the catheter that made it defective.